Event description:
It was reported that an alert for possible high voltage circuit damage was observed on the implantable cardioverter defibrillator. No high voltage lead impedance readings were noted to be out of range. It was noted that the patient was not affected as a result of the issue. It was discussed that a device download would have to be performed. No programming modifications were reported. The patient would continue to be monitored.